Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that when trying to display frontal fluoro in dual fluoro mode on top left, could not see video, but visible when moved. Review of the log file shows malfunctioning bad video connection. Fse replaced the video matrix switch, power supply, corrected the video cable and source routing to make sure that it was going to the right input on the tsm. After replacement of video matrix switch, power supply and further calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the top left of the image could not be seen. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.